Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via chat that a skin reaction occurred. The date of the event is an approximation. On or around (B)(6) 2026, the patient reported experiencing a skin reaction with infection at a needle puncture site. The infection reportedly occurred on an unknown date following sensor insertion, and the insertion site location was not specified. According to the patient, the infection at the insertion site required medical intervention, during which a physician performed a procedure to open and clean the affected area. No photographs or additional clinical details were available, and there was no documentation provided regarding specific treatment administered or follow-up care. At the time of the report, the patient¿s condition was unspecified. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.